Event description:
It was reported that during a hysterectomy procedure, the device was being used on the patient and the blade snapped off. Another device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The device was returned with the blade tip broke off and returned. During functional testing on a generator the device gave an error instrument error. The device will stop activating, and either emit a solid tone or display an instrument error code on the generator display when the blade becomes damaged. The device had the break located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ "relaxed pressure in blade" followed by a ¿replace instrument¿ screen later in the procedure. The analysis concluded that the blade broke off due to contact with the clamp arm pin. No conclusion could be reached as to what caused the blade to make contact with the clamp arm pin. Although the advance tissue technology not available did show up during testing, the device was used only on one generator, therefore, this message should not have been displayed. The message did show up during functional testing because a different generator was used. No conclusion can be reach on why the message was displayed during testing.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.